Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 5054 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was a polarity switch due to high impedance on the right atrial (ra) lead. Device interrogation confirmed the polarity switch. Sensed p wave in unipolar and bipolar setting showed undersensing. Lead impedance was measured several times yet showed no abnormality. There was a recorded atrial high rate (ahr) which seemed to be oversensing of muscle potentials after the switch, which could be reproduced when the patient pressed the front of the chest. It was also noted the pacing rate was relatively low and therefore it was considered better to have the lead in bipolar configuration for the sensing polarity, rather than oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.